Event description:
The manufacturer received information in regard to an incident occurring on a hospitalized patient. There was no harm or injury reported. The patient was using a trilogy evo in tracheostomy positive pressure ventilation (tppv) with a passive circuit. The circuit was attached with a straight adaptor and no exhalation port attached inline. The hospital staff did not notice how the circuit was set up. The tracheostomy tube was cuffless due to being used on a child, so a leak was present. No alarms occurred due to the incorrect circuit set up by the customer. A final report is being sent at this time. If additional information is received a follow up report will be filed.